Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis. The reported patient symptom hematuria is a known risk associated with photoselective vaporization of the prostate procedures and is noted as such in the device instructions for use. The cause that contributed to the reported fiber stopped working, cannot be established as the product is not available for analysis. Device history record (DHR) the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review the device instructions for use (IFU) was reviewed. The patient symptom hematuria was found to be listed in the IFU. The device IFU states: do not use if the fiber appears damaged. If damaged, replace the fiber with a new one. Use of a damaged fiber may result in injury to the patient or injury to the user. Investigation conclusion based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during photoselective vaporization of prostate, the fiber stopped working after 23 minutes and 133,000 joules of use. A second fiber was not used. The procedure was continued and completed by bipolar resection of the prostate method. It was clarified that 3 days post the index procedure, the patient presented with hematuria. The patient underwent an endoscopy procedure to remove the clots. During the surgical revision, it was noted that the bleeding from the prostatic compartment, as a whole was diffuse, but not very abundant. The endoscopy lasted 45 minutes with the patient under spinal anesthesia, and was only a partial coagulation, as it was identified that a laparotomy was needed. After the failed endoscopy, the extraction of the blood clots was performed via laparotomy. No further patient complications were reported.

Event description:
It was reported that during photoselective vaporization of prostate, the fiber stopped working after 23 minutes and 133,000 joules of use. The procedure was continued and completed by bipolar resection of the prostate method. The patient presented with hematuria 4 days post procedure and extraction of the clots was performed by laparotomy. No further patient complications were reported.